Event description:
Patient reported at least six v-go devices fell off prior to the 24hrs. Patient stated she applies the v-go to her abdomen between the hours of 8pm and 10pm. The patient does not remember the exact hour the devices were applied or when they fell off. Patient is applying the v-go on after patient takes a shower and attaches the v-go to the abdomen area. Patient discarded the devices.